Manufacturer narrative:
The complainant indicated that the device will not be returned for eval: therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-00966. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 100% stenosed lesion being treated was located in the severely calcified, average tortuous proximal to mid right coronary artery (rca). The lesion was ablated with rota 1.25mm and 1.5mm. Several inflations were made with a 2.5 x 15mm non-bsc balloon. A 2.75x32 mm taxus express2 drug eluting stent was deployed in the distal side of the mid rca and a 3.00x32mm taxus express2 drug eluting stent was deployed in the proximal to middle rca. Both stents were inflated to approx 12 atm and the 3.00x32mm taxus was post dilated with a 2.75 x 15 mm non-bsc balloon, inflated at a high pressure. An indentation and 50% stenosis remained in the 3.00 x 32mm taxus stent, but the physician concluded the procedure. Medication: ticlopidine and aspirin. Two days post the initial procedure, the pt presented with a cardiac arrest. An intra-aortic balloon pump (iabp) was inserted and thrombosis was identified in the 100% stenosed proximal rca. The thrombosis was aspirated with non-bsc thrombectomy device and lesion was dilated with 2.5 x 15mm non-bsc balloon and a 2.75 x 15 mm non-bsc balloon, inflated to 26 atm. Despite dilatation the indentation remained and thrombus reformed. The physician changed the method of treatment to coronary artery bypass graft (CABG). Medication: ticlopidine, aspirin, heparin, panaldin. Seven days post the initial procedure, the pts medications were changed for CABG. In the afternoon, the pt experienced ventricular fibrillation and was "shocked". Thrombus was suspected. A total occlusion was identified in the distal side of the previously placed 3.00 x 32mm taxus stent. The thrombus was aspirated and the lesion was dilated with a 2.75 x 15mm quantum maverick balloon, a 3.0 x 13mm non-bsc balloon, and a 2.25 x 15mm quantum maverick2 balloon. A thrombus reformed and the lesion was further dilated with a 3.0 x 30 mm maverick balloon and a 3.0 x 15 mm non-bsc balloon. The indentation still remained. Medication: aspirin, cilostazol, pletaar, and slonnon. CABG was performed nine days the initial procedure. The physician feels the event was related with incomplete dilatation.